Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, no anomalies were found during testing.

Event description:
It was reported by the patient that a scheduled transmission did not successfully complete to their clinic. The monitor was returned to the manufacturer. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that a scheduled transmission did not successfully complete to their clinic. The monitor remains in use and no patient complications have been reported as a result of this event.